Event description:
It was reported that this right ventricular (rv) lead perforated the heart wall. The patient experienced pericardial tamponade that required pericardiocentesis and pericardial window. The lead was never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, a supplemental report will be filed. Patient code 3191 captures the reportable event of additional intervention required as the patient underwent pericardiocentesis and pericardial window. This lead was returned to our post market quality assurance laboratory with the helix mechanism in retracted position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis revealed normal lead resistance measurements and inspection that showed no conductor issues.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead perforated the heart wall. The patient experienced pericardial tamponade that required pericardiocentesis and pericardial window. The lead was never in service. No additional adverse patient effects were reported.